Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient was getting heating, warm, and uncomfortable sensations around the implantable neurostimulator (ins) at the pocket location. The rep noted that these issues were happening with some regularity for the patient and it was claimed that the warming sensation was not associated with recharging the ins. There were no reports of falls, the impedances were normal, the patient gained weight, and the ins wasn¿t warm at the time of the appointment. It was noted that the last recharging session was about a month prior to the report, the patient used low amplitude parameters, so he didn't need to charge often, and he kept his stim on all of the time, so they couldn't determine if the warming sensation occurred without stim on. The ins pocket was evaluated by the doctor and they speculated that there was a possible relationship between the sensation and the heating. In the end, the rep was redirected to follow-up with the patient and the doctor. There were no further complications reported or anticipated.